Event description:
It was reported that a device malfunctioned after being implanted. The device was removed, and the pt recovered without sequela. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.